Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the catheter was dislodged from the pump and that the pump will be explanted. There were no patient effects reported.

Manufacturer narrative:
(B)(4). Information regarding surgical intervention was provided and corrected.

Event description:
It was reported that the patient's pump was not explanted due to her pulmonary status. The patient has shortness of breath, chest pain and a history of chronic low back pain. The physician continued prescribing oral pain medication.